Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections d1, d2, d3, d4 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose. Customer did not allege under delivery. His blood glucose is lower specifically during 12am to 4am. No treatment was mentioned for the low. Pump was used within 48 hours of the low. Smartguard was used. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: does not know document treatment for high bg: none other than insulin, indicate medications taken to treat diabetes: insulin document type of diabetes: type 1. The event involved product(s) unknown pump. (B)(6) 2024 high bgs/under delivery customer has been using the insulin pump system within 48hrs of reported high event. Change sensor/sensor updating/sg value not available/calibration not accepted customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for unknown ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.